Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system was having recognition issues with the camera. There was no patient present when this issue was identified.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the navigation system. The localizer was not connected. They replaced all the optical communication chains. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733437, (psu) lot/serial #: (B)(6) ; product ID: 9733438, (scu), lot/serial #: (B)(6) ; product ID: 9733600, (pca hub) lot/serial #: (B)(6) ; product ID: 9733582, (cable) lot/serial #: (B)(6) ; product ID: 9733581, (cable hub) lot/serial #: (B)(6) h3) the positioning sensor unit (psu) was returned to the manufacture for evaluation. After functional testing, visual/physical examination, proceduralized device testing the reported issue was confirmed. The returned psu had a scratched left lens. A check of the event log did not show any adverse events. However, the psu failed an accuracy test (aak) at .50 mm with a passing threshold of .35 mm. This psu has not been previously returned for a failure. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis the polaris spectra system control unit (scu) was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned scu powered up on the test bench without issue but a check of the event log showed a long intermittent history of internal strober error dating back to (B)(6) 2014. Note: this scu was an older model that is no longer supported. It cannot be repaired and returned to service inventory. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis the pca hub was returned to the manufacture for evaluation. After visual/physical examination and proceduralized device testing the reported issue was not confirmed. The returned I/o hub was found to be fully functional having passed a functional test with no failures. No problem found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis the cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned cable passed a continuity test with no opens or shorts detected. No problem found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis the cable hub was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.